Event description:
It was reported that the right ventricular lead exhibited poor sensing and high thresholds. During the attempt to reposition the lead it was noted the lead had dislodged. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.